Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are experiencing discomfort with the motion that the device vibrates. Patient stated it hurts to sit down or get up. Agent asked patient if they made any adjustments on the therapy before having this pain and patient stated they feel the pain periodically and anytime they try to sitting down or stand up it feels like extreme pressure on the groin area. Patient confirmed the pain is not on the incision side but inside. Patient mentioned they feels like they is getting at least 50% therapy benefit. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient called back and reported they talked to hcp and they were advised to turn therapy off. Agent guided patient to turn therapy off. Patient will evaluate if pain goes away after a few days with the therapy off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.